Event description:
It was reported that when tightening the pulse generator's setscrew no -clicks- were noted. After closing the pocket, the physician noted intermittent loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the ventricular hex screw inset was stripped and the septum was damaged.